Event description:
It was reported that the patient was unable to feel stimulation. This occurred on two days before reported event date. Patient attempted to increase amplitude when she received a message on patient programmer. Clinician noted that patient had surpassed the amplitude limit, and this was the reason (reached upper limit error) on the patient programmer controller. It was verified that the tracking was set now to 2 volts versus initial 1 volt. Amplitude limit was too low and reason for the error on the patient programmer. The healthcare provider reports reading >(greater than) 4000 ohms on most bipolar pairs. All unipolar pairs were good at c0=1421, all others 1111. The caller needs to change the default parameters and re-run. They changed the pulse width to 330 and retested, 01 and 02 >(greater than)4,000 all others were good. We attempted to change to 1.5 volts and patient became sensitive and caller stopped the test. Reviewed current program 4 using electrode 1 and 2 were good (2245 ohms) and patient should be able to continue to use. Patient reported no falls or trauma, or medical procedures. Last clinic session on may 8, 2014. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0h9v5, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reports that the impedances issue resolved. The cause of the impedance issue was unknown and unknown if it was device related. All four programs were reprogrammed. The patient recovered without permanent impairment. After reprogramming the device was working correctly.

Manufacturer narrative:
(B)(4).